Event description:
It was reported that, the pacemaker triggered a lead safety switch (lss) due to high impedances out of range in the right ventricular (rv) lead. The rv lead had been very stable in the 700 to 800 ohm range prior to the lss. No evidence of lead noise at this time. Boston scientific technical services (ts) stated to consider further evaluation in the clinic with isometrics, pocket manipulation and serial impedances in unipolar and bipolar. The field representative will discuss with clinic. Furthermore, the patient was seen in clinic and lead tested. Bipolar impedance was good. The clinician reprogrammed the device in bipolar and then there was a second lss due to out of range impedance. It was note that the patient has had recent high rate events the look like they could be real, and no noise was exhibited. Ts indicated that at this point, program split configuration and unipolar pace and bipolar sense to continue to observe sensing without getting repeated lss and alerts. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that, the pacemaker triggered a lead safety switch (lss) due to high impedances out of range in the right ventricular (rv) lead. The rv lead had been very stable in the 700 to 800 ohm range prior to the lss. No evidence of lead noise at this time. Boston scientific technical services (ts) stated to consider further evaluation in the clinic with isometrics, pocket manipulation and serial impedances in unipolar and bipolar. The field representative will discuss with clinic. Furthermore, the patient was seen in clinic and lead tested. Bipolar impedance was good. The clinician reprogrammed the device in bipolar and then there was a second lss due to out of range impedance. It was note that the patient has had recent high rate events the look like they could be real, and no noise was exhibited. Ts indicated that at this point, program split configuration and unipolar pace and bipolar sense to continue to observe sensing without getting repeated lss and alerts. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that, the pacemaker triggered a lead safety switch (lss) due to high impedances out of range in the right ventricular (rv) lead. The rv lead had been very stable in the 700 to 800 ohm range prior to the lss. No evidence of lead noise at this time. Boston scientific technical services (ts) stated to consider further evaluation in the clinic with isometrics, pocket manipulation and serial impedances in unipolar and bipolar. The field representative will discuss with clinic. Furthermore, the patient was seen in clinic and lead tested. Bipolar impedance was good. The clinician reprogrammed the device in bipolar and then there was a second lss due to out-of-range impedance. It was note that the patient has had recent high-rate events the look like they could be real, and no noise was exhibited. Ts indicated that at this point, program split configuration and unipolar pace and bipolar sense to continue to observe sensing without getting repeated lss and alerts. This device remains in service. No adverse patient effects were reported. Further information was received that this device stored 2 signal artifact monitor (sam) episodes due to oversensing of non-physiologic noise on both the right atrial (ra) lead and rv lead. No pacing inhibition was observed. Inappropriate atrial tachy response (atr) episodes were also observed due to noise on the ra lead. Additionally, a lead safety switch (lss) was observed due to out-of-range pace impedance measurements on the ra lead. This device system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that, the pacemaker triggered a lead safety switch (lss) due to high impedances out of range in the right ventricular (rv) lead. The rv lead had been very stable in the 700 to 800 ohm range prior to the lss. No evidence of lead noise at this time. Boston scientific technical services (ts) stated to consider further evaluation in the clinic with isometrics, pocket manipulation and serial impedances in unipolar and bipolar. The field representative will discuss with clinic. Furthermore, the patient was seen in clinic and lead tested. Bipolar impedance was good. The clinician reprogrammed the device in bipolar and then there was a second lss due to out of range impedance. It was note that the patient has had recent high rate events the look like they could be real, and no noise was exhibited. Ts indicated that at this point, program split configuration and unipolar pace and bipolar sense to continue to observe sensing without getting repeated lss and alerts. This device remains in service. No adverse patient effects were reported. Further information was received that this device stored 2 signal artifact monitor (sam) episodes due to oversensing of non physiologic noise on both the right atrial (ra) lead and rv lead. No pacing inhibition was observed. Inappropriate atrial tachy response (atr) episodes were also observed due to noise on the ra lead. Additionally, a lead safety switch (lss) was observed due to out of range pace impedance measurements on the ra lead. This device system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that, the pacemaker triggered a lead safety switch (lss) due to high impedances out of range in the right ventricular (rv) lead. The rv lead had been very stable in the 700 to 800 ohm range prior to the lss. No evidence of lead noise at this time. Boston scientific technical services (ts) stated to consider further evaluation in the clinic with isometrics, pocket manipulation and serial impedances in unipolar and bipolar. The field representative will discuss with clinic. Furthermore, the patient was seen in clinic and lead tested. Bipolar impedance was good. The clinician reprogrammed the device in bipolar and then there was a second lss due to out of range impedance. It was note that the patient has had recent high rate events the look like they could be real, and no noise was exhibited. Ts indicated that at this point, program split configuration and unipolar pace and bipolar sense to continue to observe sensing without getting repeated lss and alerts. This device remains in service. No adverse patient effects were reported.further information was received that this device stored 2 signal artifact monitor (sam) episodes due to oversensing of non physiologic noise on both the right atrial (ra) lead and rv lead. No pacing inhibition was observed. Inappropriate atrial tachy response (atr) episodes were also observed due to noise on the ra lead. Additionally, a lead safety switch (lss) was observed due to out of range pace impedance measurements on the ra lead. This device system remains in service. No adverse patient effects were reported.additional information was received that this device exhibited loss of capture (loc) on both the ra and rv lead. Low amplitude was observed on the rv lead. Additionally, the right atrial automatic threshold (raat) test was detected as programmed amplitude or suspended. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that; the pacemaker triggered a lead safety switch (lss) due to high impedances out of range in the right ventricular (rv) lead. The rv lead had been very stable in the 700 to 800 ohm range prior to the lss. No evidence of lead noise at this time. Boston scientific technical services (ts) stated to consider further evaluation in the clinic with isometrics, pocket manipulation and serial impedances in unipolar and bipolar. The field representative will discuss with clinic. Furthermore, the patient was seen in clinic and lead tested. Bipolar impedance was good. The clinician reprogrammed the device in bipolar and then there was a second lss due to out-of-range impedance. It was note that the patient has had recent high-rate events the look like they could be real, and no noise was exhibited. Ts indicated that at this point, program split configuration and unipolar pace and bipolar sense to continue to observe sensing without getting repeated lss and alerts. This device remains in service. No adverse patient effects were reported. Further information was received that this device stored 2 signal artifact monitor (sam) episodes due to oversensing of non-physiologic noise on both the right atrial (ra) lead and rv lead. No pacing inhibition was observed. Inappropriate atrial tachy response (atr) episodes were also observed due to noise on the ra lead. Additionally, a lead safety switch (lss) was observed due to out-of-range pace impedance measurements on the ra lead. This device system remains in service. No adverse patient effects were reported. Additional information was received that this device exhibited loss of capture (loc) on both the ra and rv lead. Low amplitude was observed on the rv lead. Additionally, the right atrial automatic threshold (raat) test was detected as programmed amplitude or suspended. No adverse patient effects were reported. This device remains in service. Further information was received that a lead fracture was confirmed on both the ra and rv leads. A revision procedure was performed and both leads were explanted and replaced. This device was also explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this device for analysis.